Event description:
It was reported that in (B)(6) 2011, the patient fell after slipping on pop on the grocery store floor and thought she had broken some teeth. After the fall the patient's control started to feel "erratic", and stimulation came and went. The patient saw her hcp and her neurostimulator was explanted and replaced. For subsequent events and patient outcome, see MFR. Report. # 3004209178-2011-09128.

Manufacturer narrative:
(B)(4). Lead model 3888-28 lot# l45159 implanted: (B)(6) 1997 explanted: (B)(6) 2012; extension model 7495-25 serial# (B)(4) implanted: (B)(6) 1997 explanted: (B)(6) 2011; programmer model 7434-e serial# (B)(4).